Manufacturer narrative:
The planning station has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that pre-operatively, there was a software crash after which the patient folder disappeared from the load screen on the planning station. A new patient folder had to be created. There was also a memory issue when trying to load certain image series from the pacs.

Manufacturer narrative:
All log files available in the complaint folder were reviewed. It indicates that the software stopped as a sudden just after deletion of an image. Log file does not provide additional information regarding this kind of software crash. It is not possible to determine the cause for this issue.